Event description:
"U/o" 4034. Balloon ruptured upon extraction balloon material "peeled back" from catheter shaft. Material became lodged inside sheath - sheath and balloon material removed, without difficulty. Pt sent to ICU with no complications.